Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, a resolute onyx drug-eluting stent was implanted in the rca. During procedure, patient developed coronary artery spasm, which was reported to be associated to myocardial infarction of the target vessel rca. Patient was treated with medication. Patient recovered. Investigator and sponsor assessed event is possibly related to device and unlikely related to anti-platelet medication.